Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored, and no error alarms were noted during testing. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a radio frequency programmable integrated circuit failed self test alarm that occurred 3 times in 3 days. The alarm always occurred at 10 am. The insulin pump will be replaced.